Manufacturer narrative:
Citation: klotzka et al. Open-heart cardio-thoracic biological valve replacement following complicated transcatheter aortic valve implantation. J pers med. 2023 may 16;13(5):838. Doi: 10.3390/jpm13050838. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding an 81-year-old male patient with severe aortic stenosis who underwent transcatheter implant of a m edtronic 26-mm evolut pro+ bioprosthetic valve.  Following deployment the valve migrated toward the left ventricle resulting in severe aortic paravalvular regurgitation.  Balloon aortic valvuloplasty reduced the regurgitation. The post-procedural echocardiography showed mild paravalvular aortic regurgitation.  The patient was discharged home 13 days post-implant.  A few days later the patient was readmitted due to worsening clinical condition and development of pulmonary edema.  Further evaluation revealed the bioprosthetic valve had migrated further into the left ventricle resulting in severe paravalvular aortic regurgitation.  Subsequently the patient underwent open surgery with extracorporeal membrane oxygenation (ECMO) support in which the bioprosthetic valve was explanted and successfully replaced by a non-medtronic bioprosthetic valve.  Post-operative recovery in the intensive care unit was uneventful, and the patient was discharged home two weeks later.  No additional adverse patient effects were noted.